Event description:
The following was reported to kci by kci kk medical affairs rep: the article, mcgarry tj, joshi r, kawata h, patel j, feld g, birgersdotter-green u, pretorius v. Pocket infections of cardiac implantable electronic devices treated by negative pressure wound therapy. Eurospace 2013; 372-7, reported 1 occurrence of a pt that "developed post-operative bleeding. The pt was placed on full heparin anticoagulation in the post-operative period because of a mechanical pulmonary valve". The pt developed a hematoma at the surgical site. The heparin anticoagulation intensity was reduced and v.a.c. Therapy was discontinued. The wound continued to bleed and electrocautery was performed and sutures were placed to control the bleeding. The pt was discharged from the hosp without complications. The unit serial number was not provided, therefore, kci cannot conduct a device eval of the unit.

Manufacturer narrative:
On 04/27/2014, the author confirmed the bleeding event was primarily caused by inadequate surgical hemostasis. The author alleged it was a possibility v.a.c. Therapy may have contributed to the event, however, confirmed the pt did not develop a painful hematoma because the blood was removed by v.a.c. Therapy. Based on info provided, it cannot be determined that the alleged bleeding is related to v.a.c. See scanned pages.